Event description:
It was reported that during a device check prior to replacement for elective replacement indicator (eri), it was noted that there was no right ventricular capture and unipolar impedance was undefined. The lead tested within normal limits with the analyzer and the new device, therefore a device setscrew or connection issue was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. It was noted that the set screw was loose/detached.